Event description:
It was reported that as the articular surface and the tibial plate were being assembled on the back table, a piece of metal broke off of the tibial plate. The surgeon had to use a 14mm articular surface instead of the desired 12mm due to not having a backup available.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: the surgery was finished with a different tibial plate as there was not another 12mm available. The piece of metal that broke off the tibial plate was disposed of. The fracture occurred on the anterior rim, in approx the location where the articular surface inserter engages with the implant. A small sliver of material from the rim is missing. Upon disassembly of the components, there are minor scratches on the inferior portion of the articular surface, but there seems to be nothing else outstanding. W/o add'l info, the exact cause of failure cannot be determined. Eval: device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.